Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -3.50/3.0/160 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Refractive surprise was observed. The lens was repositioned on (B)(6) 2022 and the problem was not resolved. "Icl rotated from 11° to 25° in (B)(6) 2022, which reduced the refractive error from (+1.0/-1.0/110°) to (+0.5/-0.5/65°), and the uncorrected vision increased from 0.7- to 0.9-." The lens remains implanted.

Manufacturer narrative:
Claim#: (B)(4).